Event description:
Pt presented with increased pain and some apparent elevation of clavicle. Initial x-rays looked good. A second surgery was necessary. Follow up with sales rep on 1/10/07, revealed the surgeon was able to pull the suture to tightened the implant. Implant remains in pt surgeon states he will use product again. This device is used for treatment.

Manufacturer narrative:
Lot number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. During the revision surgery, it was determined the event was not related to an implant failure. Sales rep was informed by the hosp that there was about 1cm of laxity in the fiberwire. It appeared the surgeon did not reduce fiberwire slack before throwing the knots on the button. This event was attributed to the user's technique.